Event description:
Complainant alleged that emergency dept staff obtained the device to treat a pt (age & gender unk) however, the device failed to power-up. Complainant indicated that the clinician obtained another device to continue treating the pt. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction.